Event description:
Adverse event: corneal epithelial disorder. Director of clinical services reports a pt that exhibited epithelial ingrowth following an enhancement procedure. The initial refractive surgery was done on a different laser platform. Two yrs following the initial refractive surgery, both eyes showed a decrease in ucva and a one line decrease in bcva. An enhancement was performed. The latest info from the site indicates following the enhancement, the left eye was +.50-1.00 x 175, bcva was 20/25 and ucva was 20/50. No info was provided on the date of the pt's last post-enhancement exam and no info was provided regarding the right eye's outcome. Requested additional info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).